Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combinations. A DHR review of 129404040 lcs complete fem por lot 2150602 did not reveal any anomalies. The investigation could not draw any conclusions about the reported event: however, the fracture surface was examined by warsaw material scientist confirming that the femoral component fracture at the medial condyle originated due to fatigue but could be caused by patient fall. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address fracture of the femoral component.